Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
When using the hamilton transport ventilator the vent had repeated alarms for disconnect on the ventilator side. Checked the connections multiple times and all connections were tight. All connections removed and resecured, ventilator able to ventilate for approximately 2 minutes. Ventilator again began to alarm disconnect on the ventilator side. Ventilation paused and tightness check repeated test failed. Use of the hamilton ventilation discontinued. Patient was ventilated with bag valve at 25l with hepa valve in place during checks on the ventilator and the remainder of the transport without incident.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). When using the hamilton transport ventilator the vent had repeated alarms for disconnect on the ventilator side. Checked the connections multiple times and all connections were tight. All connections removed and resecured, ventilator able to ventilate for approximately 2 minutes. Ventilator again began to alarm disconnect on the ventilator side. Ventilation paused and tightness check repeated test failed. Use of the hamilton ventilation discontinued. Patient was ventilated with bag valve at 25l with hepa valve in place during checks on the ventilator and the remainder of the transport without incident. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
When using the hamilton transport ventilator the vent had repeated alarms for disconnect on the ventilator side. Checked the connections multiple times and all connections were tight. All connections removed and resecured, ventilator able to ventilate for approximately 2 minutes. Ventilator again began to alarm disconnect on the ventilator side. Ventilation paused and tightness check repeated test failed. Use of the hamilton ventilation discontinued. Patient was ventilated with bag valve at 25l with hepa valve in place during checks on the ventilator and the remainder of the transport without incident.